Event description:
It was reported that the shipping products had some defects. There was damaged tyvek. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.